Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tmvr using a 26mm sapien 3 ultra valve in a preexisting conduit via transfemoral approach, the valve deployed and then slipped in the left ventricle (lv) one minute after deployment. The operator snared for two hours before opening the chest to retrieve the valve. An edward surgical valve was implanted to resolve the issue.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve embolized into ventricle was unable to be confirmed due to unavailability of procedural imagery the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, incorrect valve sizing, and movement of the delivery system by the operator. As reported, "during a tmvr using a 26mm sapien 3 ultra valve in a preexisting conduit via transfemoral approach, the valve deployed and then slipped in the left ventricle (lv) one minute after deployment. The operator snared for two hours before opening the chest to retrieve the valve", and "a 29mm s3 valve was opened but never inserted into patient. An edward surgical valve was implanted to resolve the issue". A size 26mm valve was implanted; however, a size 29mm valve was opened or prepped as bailout plan. In this case, it was likely that the initial implanted valve (26mm) was too small for implanting, so it resulted the implanted valve embolized into the ventricle. Per IFU, "incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient prosthesis mismatch) and/or annular rupture". In this case, available information suggests that procedural factors (undersized valve) may have contributed to the complaint event. However, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.